Event description:
It was reported that when using the bd pyxis¿ es refrigerator, the fridge was not able to be recovered. The user had physically unlocked the device with keys to troubleshoot, but it remained unrecoverable. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of this incident, a technical support specialist (tss) confirmed with field service engineer that the issue was resolved by the customer by adjusting the lock position, and no further investigation was required. The system functioned as intended after the customer resolved the issue.